Manufacturer narrative:
Additional information: a leak is reported to have occurred on the hub of the device. The procedure was completed successfully using this device. The device was safely removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the device returned with no damage visible to the catheter or balloon. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035 inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did not detect a presence of a leak on the device. The device was pressurised to 3 atms and a leak was observed from the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue fillet. The glue fillet was lifted. It was not possible to inflate the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an inpact admiral balloon to treat a severely calcified, non-tortuous chronic total occlusion(cto, 100%) lesion in the mid left popliteal artery. The artery diameter and lesion length were reported to be 5 mm <(>&<)> 40 mm, respectively. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. A 6fr non-medtronic sheath and a 0.014 guidewire were used with no embolic protection. The device was inflated with a non-medtronic inflation device. It was reported that the balloon was inflated to 8 atm for 3 mins. The balloon was reported to have burst. All balloon fragments were retrieved. No patient injury was reported.